Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 304134. Batch# unknown. It was reported that the bd syringe control 10ml ll bns had foreign matter. The following information was provided by the initial reporter. "Particulate in syringe." Verbatim: rcc received a complaint via email. Particulate in syringe. Product number - 304134. Medline complaint - (B)(4).

Manufacturer narrative:
One photo was received and evaluated. The photo displayed the luer portion and roof of a 10ml syringe. The syringe appeared to have been used as evidenced by the presence of liquid and droplets on the barrel interior. A piece of paper-like greyish foreign matter of unknown size could be seen affixed to the roof of the barrel. A physical sample would be required to perform ftir analysis to potentially determine the composition of the foreign matter seen. The observed condition was non-conforming per product specification. Potential root cause for the foreign matter in the fluid path defect is associated with the assembly process.

Event description:
Material# 304134, batch# unknown. It was reported by customer that the particulate in syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Particulate in syringe. Product number - 304134 medline complaint - (B)(4).